Event description:
The "unit was sounding a low audible alarm upon reciept". The unit was not in pt use and there was no reported pt harm. During the repair evaluation the complaint was confirmed and it was identified that the audible alarm was not functioning to specification. The unit has been forwarded to engineering for root cause analysis.